Event description:
It was reported that the pump screen was frozen and unresponsive, preventing the customer from interacting with it. There was no adverse impact to the customer's blood glucose level. Despite a pump reset attempt guided by technical support, the screen remained unresponsive, so the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy. Technical support confirmed the pump was under warranty and guided the customer on how to return the pump using a pre-paid label within ten days. Additionally, the customer was provided with instructions to store the pump correctly before its return.